Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: 2007; inratio: 1.5, lab: 8.0 (2 days later); mean: 4.75; confidence limits" 2.6-6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both lab and inratio values are outside the confidence limits for inr testing. Per text "2 days later the patient with a nose bleed." This is adverse event case. Products will be tested when returned. Updated this case on 12/20/2007. Per text "the patient is fine."

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 1.5; lab: 8.0 (2 days later). Per text "2 days later, the patient with a nose bleed". This is adverse event case.